Event description:
The account stated that the axsym total psa reagent is generating discrepant results on a patient sample. The initial result was 1.29 ng/ml, the sample was then centrifuged and the result was negative at 0.00 ng/ml. The account then performed a reproducibility test x20 on the sample with a mean of 4.09 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation results: an initial elevated tpsa test result (1.29 ng/ml) was obtained for a patient sample by the customer. The result obtained didn't fit the clinical picture. On re-test after centrifugation an expected result of 0.0 ng/ml was obtained. In house testing was previously performed under complaint for a similar issue for the same reagent lot to determine whether the reagent lot is meeting the performance claim using an in house sample of the reagent and an in house testing panel which has a similar value as the customer sample. This lot has been assessed under a previous investigation in which the accuracy of the reagent was assessed by performing one run on each of three axsym instruments. Under this investigation calibration curves were generated on each instrument by testing two replicates of calibrators a - f. One replicate of each level of axsym total psa controls (lot 75513lf00) were tested per run to assess the validity of the calibration curves. The calibration curves were valid. Additionally, four replicates of an in house serum based sample (target concentration 3.8ng/ml) used at final customer release testing to mimic patient samples were then assessed per run on the axsym instrument and the mean of twelve replicates was assessed against specific acceptance criteria. Results obtained using the serum based samples containing psa were within the expected values and passed acceptance criteria. Our testing confirmed acceptable recovery for axsym total psa reagent kit 7k53-20 lot 75093lf01. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this reagent lot for sale to our customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for axsym total psa (list 7k53) was performed. Complaint report records are used to identify potential and current field issues. The reports indicated that there were no trends reported for this issue for this product or this reagent lot the results of our investigation demonstrate that the axsym total psa reagent lot in question (7k53-20 lot 75093lf01) is performing within its intended use, label claims and specifications. We have referred the account to the axsym total psa package inserts for further advice and troubleshooting, the package insert states: ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. Additionally the axsym total psa package insert states: multiple freeze-thaw cycles should be avoided. Specimens must be mixed thoroughly after thawing, by low speed vortexing or by gently inverting and centrifuged prior to use, to remove particulate matter and to ensure consistency in the results. This is the final report.